Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he received a no delivery alarm and a motor error alarm on his insulin pump. Customer stated that the alarms occurred while bolus delivery. Customer stated he does not use the sensor feature and he is able to rewind the pump. During troubleshoot; customer removed the infusion set and notice it was bent. Customer reported that the motor error occurred after no delivery alarm. Blood glucose level 143 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.